Event description:
A patient in a study underwent a da vinci-assisted hysterectomy procedure. Six days after surgery, a postoperative ileus, secondary to a trocar hernia, was identified which required surgical intervention; it was reported as resolved the next day. There was no ICU admission and no prolonged hospitalization attributed to the event. The study investigator reported the event as severe, a serious adverse event (requiring medical or surgical intervention), a clavien-dindo grade iii, not related to the study procedure, not relate to a third-party device, but probably related to the patient's underlying disease status, and possibly relate to the da vinci investigational device.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: fifteen days after the index surgical procedure, a surgical site infection was identified. The infection was reported an infected subumbilical trocar seroma. The medical intervention required an outpatient splitting of the seroma; no medication (antibiotic administration) intervention was reported. The event was reported as resolved 10 days later. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade I, not related to the study procedure, not related to the patient's underlying disease status, not related to the da vinci investigational device, and not related to a third-party device. Additional patient demographic information: body mass index (bmi): 28.7 kg/m2.